Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation it was noted that the implantable cardioverter defibrillator exhibited rate response issue and unspecific oversensing. Programming changes were performed. The patient was in stable condition.